Event description:
It was reported that oversensing caused inappropriate overdrive pacing. Malfunction suspected.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form was received.